Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient wants the scs system explanted due to experiencing pain at the ipg site which started approximately nine months ago. The patient declined reprogramming. The patient wants to undergo a spine laser procedure after the explant to resolve her pain. Follow up identified the patient's scs ipg and leads were explanted to address the issue.